Manufacturer narrative:
The representative later reported that the lead was left programmed to unipolar as the patient had no evidence of a lead malfunction in that configuration. The patient be monitored.

Event description:
Boston scientific received information that this right ventricular (rv) lead had risen from 600 to 1000 ohms. When programmed to unipolar the impedances were in the 900 ohms range. The r-waves were consistent at 9.5 mv, no noise was seen with isometrics or exercise. However, the thresholds had risen. There was inquiry of a possible fracture. Technical services discussed troubleshooting and options. No adverse patient effects were reported.

Manufacturer narrative:
Numerous attempts have been made for event clarification and resolution, however, nothing further has been received. This investigation will be updated should further information be provided.